Manufacturer narrative:
RMA 859570717 has been initiated for this issue. Model tdxsp-cg serial number (B)(4) is approximately 1 year 7 months old. User manual part number 1143190 rev h (mar-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding (1) the owner's operator and maintenance manual and (2) the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." The level of "hot" the consumer experienced is unknown. It is unknown if the consumer attempted to service or repair the display. On page 14 the following information is provided for repair or service of the electronics: "set" up of the electronics control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set "up or adjusted."

Event description:
The consumer alleges the display is getting hot while in use. No injury is alleged.